Manufacturer narrative:
Section h10: correction to date of death listed in the manufacturer investigation conclusion. The account reported that the patient expired on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2: date of death was updated to on (B)(6) 2018. Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2018. Although the cause of death was not provided by the account, it was reported that the patient's outcome was not considered device or therapy-related. The device was not explanted for evaluation. The customer reported that no additional information could be provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was unknown. The outcome was not considered device or therapy related. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6)clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2020. As the patient did not consent to the post-approval studies (pas) registry, no further information was provided. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2018. No further information was provided.